Manufacturer narrative:
Date rec¿d by MFR: 28jun2019. Product support informed the customer of the correct parameters for testing. Based on the information sent to the customer, the device was operating within specifications. No parts were replaced to address the customer allegation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.